Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "moderate" breast pain. Patient additionally reported "the implants has ruptured causing calcifications thoroughly my breast tissue and lymph node." Device remains implanted.